Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Continuation of medical devices: d284vrc ICD implanted (B)(6) 2012; 694765 lead implanted (B)(6) 2012 other devices involved in this event: heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650 / expiration date: 2018-01-31 UDI #: (B)(4) device evaluation anticipated, but not yet begun mfg date: 2017-01-31 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two batteries exhibited power switching and beeping and that a ventricular assist device (vad) stop occurred. The two batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: one battery (B)(4) was returned for evaluation. The second battery (B)(4) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis revealed that the returned battery passed visual inspection and functional testing. Log file analysis revealed that the controller in use during the reported event, (B)(4), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed premature power switching events that were due to momentary disconnections involving batteries (B)(4) and (B)(4). Momentary disconnection will result in an audible tone or "beep". Log file analysis also revealed a controller power up event on (B)(6) 2018, at 18:29:24. The data point prior to the loss of power revealed that (B)(4) was connected to power port one (1) and (B)(4) was connected to power port two (2) with 46% relative state of charge (rsoc). Several momentary disconnections were recorded leading up to the loss of power. The data point recorded after the loss of power revealed that (B)(4) was connected to power port (1) and (B)(4) was connected to power port two (2). The controller was without power for 8 seconds. As a result, the reported event was confirmed. The most likely root cause of the reported power switching and "reported beeps" can be attributed to momentary disconnections between the controller and batteries. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one power source. An investigation was initiated to capture events involving the controller losing power. Additional products: battery (B)(4). H6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12, 4315 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the battery (B)(4) passed external visual inspection and functional tests. Investigation is ongoing. If information is provided in the future, a supplemental report will be issued.